Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was returned with no allegations. Initial device analysis showed that the device failed label longevity. Detailed analysis is ongoing and this event will be updated upon analysis completion. No adverse patient effects were reported.

Event description:
Caller reported symptoms of hypoglycemia with an advantage system blood glucose result of 52 mg/dl, drank orange juice. Retest result on the same system within 10 minutes was 140 mg/dl. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.